Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle shield didn't fit to attach/detach the needle during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "I've been a type one diabetic for nearly 25 years and I have never had the problems I've been having since the 2nd gen came out... Needles where the cap doesn't fit the needle.. I know that physical complications/issues are unique to the 2nd gen and not to my anatomy, user error, etc because I did find a box of 1st gen recently and not one of the needles had a single problem."

Event description:
It was reported that the bd nano¿ 2nd gen pen needle shield didn't fit to attach/detach the needle during use. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "I've been a type one diabetic for nearly 25 years and I have never had the problems I've been having since the 2nd gen came out. Needles where the cap doesn't fit the needle. I know that physical complications/issues are unique to the 2nd gen and not to my anatomy, user error, etc because I did find a box of 1st gen recently and not one of the needles had a single problem."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. New jersey, USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.